Event description:
During a procedure on (B)(6) 2013, it was reported the pull reduction device for 4.3mm percutaneous drill guide broke. Reportedly approximately 2 inches of the tip of the threaded shaft broke off into the bone and the broken piece was retrieved. Procedure was reportedly completed with no further problem. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.